Event description:
It was reported that right ventricular lead had increasing thresholds since implant and a decrease in sensing. The lead remains in use, however, a new pace/sense right ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.